Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the instrument was received with the tip broken off where the needle threads into the slider and the missing piece of the needle was not returned for inspection. There are two threads remaining where the needle broke above the face of the slider and the threads are deformed. The fracture face is homogenous which indicates material uniformity. There are longitudinal surface marks on the slider which are consistent with field use. All components of the device were present. A review of the device history record did not show conditions that could have contributed to the reported event. The 2 exposed threads on the needle where it enters the slider, are deformed indicating the needle was subjected to a significant bending load prior to the breakage. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. The design is adequate for the intended use. The base of the needle at the break shows evidence that the needle was bent which led to the breakage. Therefore a design related issue was not found. This complaint is considered invalid. Placeholder.

Event description:
It was reported that the tip of a depth gauge broke. It is unknown how or when the breakage happened.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual date of event is unknown.

Event description:
This is report 1 of 1 for complaint (B)(4).